Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4). We received one used capillary housing of an introcan safety-w pur 22g, 0.9x25mm-sa without packaging and one unused sample in open packaging. The used sample was connected with a 3 way stop cock of a competitor. The received introcan cannulas were taken to a visual examination (particularly with regard to the capillary). We detected no damages or manufacturing faults at the unused sample in open packaging. At the used sample the capillary was cut off approximately 9 mm away from the capillary housing. The surface of the damaged capillary showed for one thing a smooth structure. The surface of the cut (relatively even) and the shape of this area (pressed flat) leads to the assumption that this damage was caused by a pair of scissors. We exclude a production problem and assume that the capillary was cut with a sharp device (pair of scissors). The capillary tip was not received. Therefore, we assume an application problem by the customer and consider the complaint not justified. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
Ref imp #(B)(4).